Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Conclusion(s): a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of swelling and fluid overload (fo) which required hospitalization. The etiology of the swelling and/or fo is unknown; therefore, causality cannot be established. However, fo in most pd patients is frequently multifactorial in nature, and despite good practice/technique, many pd patients are fluid overloaded. Given the limited information available, the liberty select cycler cannot be disassociated from the event. The liberty select cycler was not returned to the manufacturer for evaluation, nor was the cause of the transition from pd to hd established. As such, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support for assistance with their cycler (captured in file (B)(4)). Upon follow up, the patient's peritoneal dialysis nurse (pdrn) stated that the patient was admitted to the hospital on (B)(6) 2019 due to swelling. It was confirmed that the patient had completed their treatment earlier that same day. The patient was discharged from the hospital on approximately (B)(6) 2019. The patient transitioned permanently from pd therapy to hemodialysis (hd) therapy for renal replacement therapy (rrt); however, no timeline or rational was provided. It is unknown if and fresenius product(s) were used during the patient¿s hospitalization. Additional patient, event, and hospital course information was requested but not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.